Event description:
The customer stated that the insulin pump was constantly alarming no delivery and she was hospitalized. The customer stated that she was unable to clear the no delivery alarm. The customer refused to perform troubleshooting on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.